Event description:
As reported via the edwards clinical specialist, this is an off-label case for a transaortic transcatheter aortic valve replacement (tavr). The physician decided to introduce retroflex 3 delivery catheter with 23mm sapien valve in crimped position directly into the ascending aorta due to the patient's peripheral anatomy. The rf3 delivery system was unable to cross the native aortic valve annulus. Furthermore, the delivery system was removed from aorta causing the aorta to rupture at the insertion site. The patient lost large amounts of blood resulting in decreased blood pressure. The patient was immediately placed on femoral cardiopulmonary bypass. A complete sternotomy was performed and the aorta was repaired. A new valve was prepped and placed in the native annulus in 50/50 position via transaortic approach. There was mild paravalvular leak and no central leak post deployment. A 34cc intra-aortic balloon pump (iabp) was placed. The patient was weaned off cardiopulmonary bypass and the sternum was closed.

Manufacturer narrative:
The device was returned for evaluation; however, the event was not due to a device malfunction. Cine and echo were not available for review from the site. Without adequate imaging, the exact cause for the reported rupture cannot be assessed. In this case the retroflex 3 delivery system was used without the retroflex sheath and inserted directly into the aorta via the transaortic approach. Additionally, it is unknown if there were patient factors, such as a highly calcified ascending aorta present and if this contributed to the event. The safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, it is likely that patient and procedural factors contributed to the events. No further action is possible at this time.

Manufacturer narrative:
Investigation is on-going.